Event description:
On (B)(6)2009, the pt reported that insulin spilled into the cartridge chamber of her insulin infusion device about 1 year ago. She stated she cannot remember what caused it. She said she was able to dry the chamber and continue using her device. The pt had no further details. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.